Event description:
It was reported to philips that the system was unable to boot up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) conducted a remote assessment and confirmed that the system unable to turn on. Review of the logfile shows indications that the system has no power and cannot be turned on. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system¿s emergency stop had been activated and there was no power to the system. On further troubleshooting the rse checked with the customer and customer stated that they moved the stand from the park to the work position and accidentally ran over the wired footswitch causing a delay for exposure by 10-15 seconds and the stand was unable to move off the footswitch for which they had pressed the emergency stop button. The rse further troubleshot the device and found that after pressing the emergency stop button, the customer moved the stand manually off the footswitch but the system still doesn¿t have power and was unable to bootup. To resolve the issue, rse assisted the customer to locate and reset the tripped breakers. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The power e-stop was pressed from the hospital side. After releasing that e-stop, the system returns to powering on normally. As the root cause was determined to be user error, and the system is functioning within specifications, philips concludes, based on these investigation results, that this complaint is not reportable. The codes were updated based on the investigation outcome.